Event description:
It was reported to philips that the system's uninterruptable power supply did not power up, preventing the system to boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to boot. Upon troubleshooting, the fse found that the power company working outside had caused the entire street to lose power. The hospital lost power, but it came right back on, and power was restored to the hospital. The system was functioning adequately. The ups and system were rebooted, and everything came up normally. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; therefore, the complaint was reported. Since that time, new information has been received that has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. External power failures or outages may occur, which can cause the allura system to not boot up or start up, or shut down. This scenario includes a situation in which the main hospital power supply is not functioning, or there is a localized power failure not caused by the allura device. Since the malfunction of an external power source would not be considered a malfunction of the allura system, this event would not be reportable. The codes were updated based on the investigation outcome.